Event description:
A report received from the USA stated an 840 ventilator experienced a power on self test (post) failure while being used on a patient. It was reported, the clinician unplugged the ventilator to move the patient without shutting the ventilator down. Subsequently, during an attempt to reboot the ventilator, it failed the post. There was no report of patient injury as a result of the malfunction.

Manufacturer narrative:
This report is currently being investigated. As add'l info is received, a supplemental report will be submitted. (B)(4).